Event description:
Two days after a coronary drug eluting stenting treatment procedure, the pt died. Two taxus stents were placed in a non tortuous ostial lesion in the proximal lad and circumflex bifurcation. The lesion was predilated with a maverick balloon. A taxus drug eluting stent, size unk, was placed in the lad. A taxus stent, size unknown, was placed in the circumflex. The stents were not overlapping. The stents were well apposed but not well positioned. The stents were post dilated with a quantum maverick balloon. Two days after the procedure, the pt experienced chest pains and called the physician's office. They were told to call 911. They died before reaching the hosp. Same case as MFR# 6000093-2004-00144.